Event description:
The patient received two leads with the same lot number. It was reported, the patient had an infection and the physician removed the leads. A culture was taken and the patient was placed on antibiotics. It was reported the infection was being monitored for resolution.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.